Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flaw opening. Additional observations: observed creases on the surface of the device. Observed wear abrasion on the surface of the device. Observed white particles inner the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported deflation. The device was explanted. This record is for the right side.

Event description:
Healthcare professional reported deflation. The device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.